Event description:
Depuy mitek received a letter from a lawyer written on behalf of client stating that during an orthoscopic procedure performed in 2002, a foreign object, believed to be a piece of a mitek cufftack sutureless device, manufactured by mitek, was left in the right shoulder of his client.